Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros 5600 integrated system is not performing as expected at the time of the event. An ortho fe performed service and maintenance actions to the instrument, including cleaning the microwell incubator, replacing the outer ring wear pads, signal reagent tips and probes and the final well wash stepper motor due to wear. Following service actions, acceptable within run precision and qc fluid performance was obtained indicating the vitros 5600 integrated system was now performing as expected. The patient was administered a heparin bolus infusion based on the higher than expected result. Following a consultation with ortho medical safety officer it was concluded that unnecessary administered heparin could potentially cause allergic response to the medicine or potentially increase patient¿s chance of bleeding. As the patient received only one dose and the patient did not experience any negative affect during the treatment and was discharged, long term serious health impact due to this incident is unlikely. Historical quality control data indicates acceptable performance of vitros tropi es reagent lot 3740. In addition, continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 3740.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result of 0.186 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory and a heparin bolus was administered to the patient based on the higher than expected result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).